Event description:
It was reported to philips that the system had a geometry problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use, the clinical procedure was postponed and arranged for another time. No harm to the patient or user was reported. A philips remote service engineer (rse) inspected the system remotely and found that the system did not have an enable movement command. A philips field service engineer (fse) inspected the system onsite. Troubleshooting and review of the system's log file determined that the geometry (geo) module was defective. The fse replaced the geo module. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.